Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While cauterizing the branches with the bisector, it was noticed that the metal cautery portion of the bisector jaw was separating from the protective plastic coating. This made the bisector portion of the hemopro 2 unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The handle was covered in blood. Small traces of tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw and slightly twisted. The heater wire was observed to be detached at the tip but remained attached at the base of the jaws. The silicone insulation was observed to be intact with no defects. There were no other visual defects observed. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿material twisted; bent¿.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While cauterizing the branches with the bisector, it was noticed that the metal cautery portion of the bisector jaw was separating from the protective plastic coating. This made the bisector portion of the hemopro 2 unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.